Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device caught fire. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Evaluation of the device found excessive damage which seemed to emulated from one of the battery holders in particular. Due to the nature of the malfunction, root cause could not be determined. The end cap of one of the cells was found inside the device. However, the batteries that were being used at the time were not returned for evaluation. The device will be retained and scrapped by zoll. Analysis of reports of this type has not identified an increase in trend.